Manufacturer narrative:
Patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was implanted in the patient's the bile duct on an unknown date. According to the complainant, ingrowth was noted in the stent on an unknown date. A wallflex biliary partially covered stent was implanted within the stent on (B)(6) 2013, to treat the ingrowth. Reportedly, the patient's anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the second stent placement procedure was reported to be "good."